Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor did not work occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2021. The probable cause was determined to be the mobile device losing power which led to signal loss. The reported event of the sensor did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.